Event description:
It was reported that the patient died due to cardiac arrest. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source- germany . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was admitted to the hospital after a fall in the nursing home resulting in a traumatic brain injury and subsequent aspiration pneumonia. While repositioning the patient, pain was noted in the right hip. X-rays revealed medial femoral neck fracture. Surgery as delayed 2 days due to chronic anticoagulant therapy. Subsequently a right total hip arthroplasty was performed. Due to difficulty obtaining stabilization after the femoral stem and head were implanted, it was decided to place an acetabular cup. Once excess cement from the cup was removed, the surgeon waited for the cement to set before continuing. During this time, the patient¿s oxygen saturation and circulation collapsed. The surgical team initiated resuscitation measures, but after 30 minutes without success, measures were terminated, and the patient expired. All final implants were placed, and the patient was closed. The diagnosis provided was fulminant pulmonary embolism with right heart failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and corrected information. D10 - medical devices: optipac 40 refob bone cmt r-3; item# 4710500394-3; lot# ay06bk0909. Cement restrictor; item# 237014; lot# 22c010201. Avantage cemented cup s52; item# p0463052; lot# 0001551688. Avantage e1 inlay s52 / 28; item# p0561e52; lot# 0001556471. Protasul; item# 30.28.05; lot# 3114546. Muller stem; item# 35.00.39.125; lot# 3125258. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2023 - 00027. 3006946279 - 2023 - 00054. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An iso-setting test has been performed. A retain sample of batches has been tested in the laboratory under standardized conditions. No unusual cement paste temperature and hardening time has been noticed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificate shows no nonconformity or deviation. Device used for treatment. Medical records were provided and reviewed from a healthcare professional. It was reported that the patient had multiple cardiac comorbidities and compromise prior to the procedure from a fall that resulted in a traumatic brain injury and subsequent aspiration pneumonia. The surgery was delayed to prevent excessive blood loss due to chronic anti-coagulation medications taken for the comorbid heart issues. After a fracture, it is common to develop clots and hematomas around the bone as the body attempts to repair. These clots can break off and travel through the vascular and respiratory systems, increasing the risk for pulmonary embolism. As the cement cured, the patient's respiratory and circulatory systems collapsed. From the information provided, it appears that the cause of death is a culmination of the patient's comorbidities, recent trauma, and intraoperative events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2, b4, b5, g3, g6, h1, h2, h3, h10. The following sections were corrected: b1, d2, d4, d10, h4, h6. D10 - medical devices: cement restrictor; item# 237014; lot# 22c0102011. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: the patient had a complex medical history, including cardiac comorbidities, a traumatic brain injury from a fall, and aspiration pneumonia, which added significant risk prior to surgery. The procedure was delayed to manage bleeding risks due to the patient¿s anticoagulation therapy. Following the fracture, the body¿s natural clotting response increased the risk of pulmonary embolism. It has been noticed that during the procedure also an expired batch of bone cement was used. Instructions for use has been reviewed and states that the expiry date is printed on labels placed on the outer carton and on the outer blister lid. Bone cement with refobacin must not be used after the expiry date. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.